Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: inratio: 12/05: 4.0 and 3.0. Lab: 1/06: 3.0 and 2.4 a new strip lot will be sent to the custmer for further comparison testing.